Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia and self-entered a meal announcement without consuming carbohydrates as a ¿ghost meal¿ to prompt correction, after which blood glucose was 330 mg/dl. The infusion set had been changed about one hour prior, and education was provided regarding the danger of using meal announcements for correction. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to improper method, with relevance to the user interface only insofar as user interaction, not a device fault. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.